Manufacturer narrative:
Approximately 17¿ of the percutaneous lead (driveline) was returned for evaluation. The driveline (dl)was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the dl revealed damage to the insulation of the black wire, approximately 11¿ from the metal connector. The black wire redundantly supports motor phase 2. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the black wire contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the pump stops and other associated alarms that were confirmed through the analysis of the submitted log files. Age of device: 1 year, 7 months, 7 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient's percutaneous lead (driveline) had a short-to-shield. An x-ray was performed and 2 areas of concern were found. Percutaneous lead (driveline) replacement was carried out on (B)(6) 2018 by the manufacturer's technical services. Patient was placed on grounded cable with no issues. Patient was asymptomatic during the pump stoppages. No further information was provided.

Event description:
It was reported that interrogation of the lvad system noted pump stoppage events post the driveline replacement. The clinicians requested an ungrounded patient cable to be provided to the patient for power module connection. At the time, the patient was inpatient on intravenous heparin due to a low inr. No further information was provided.

Manufacturer narrative:
The lvad remains implanted and the patient continues on vad support with the use of an ungrounded patient cable while connected to a power module. The evaluation of the returned external/distal end portion of the driveline confirmed wire damage that could have contributed to the reported event, if the damage was present during support. Due to the location and appearance of the damaged area, mechanical damage during/after the repair could not be ruled out during the investigation. A log file containing data from (B)(6) 2018 through (B)(6) 2018 was reviewed and confirmed the report of pump stoppages consistent with the finding of wire damage on the returned external portion of the driveline. The two additional system controller log files submitted to the manufacturer for analysis after the repair of the driveline contained data from (B)(6) 2017 to (B)(6) 2017 and (B)(6) 2018 to (B)(6) 2018 respectively, and no atypical pump stoppage events were recorded. Approximately 17 inches of the external portion/distal end of the driveline that was replaced on (B)(6) 2018 was returned for analysis. Electrical continuity testing of the driveline in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination revealed damage to the insulation of the black wire, approximately 11¿ from the metal connector. The black wire redundantly supports motor phase 2. The remainder of the driveline was submerged in a saline solution for high potential and the test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. If the exposed conductors of the black wire contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the pump stops and other associated alarms that were confirmed through the analysis of the system controller log file referenced above. The system controller log file submitted at the time of the event contained data the patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.